Manufacturer narrative:
The surgeon stated that the event occurred due to a non-compliant patient. It was not the result of the device. Device not returned.

Event description:
The patient was non-compliant and the staple was removed and replaced with a two hole peanut plate.